Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage caused with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source lost the image intermittently when using the scope. The customer had to touch the port of the endoscope for the image to resume. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings are as follows: the connector socket and its lock system are worn out, loose scope connection, accumulated dust, and a lamp over 300 hours. This investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility three attempts were performed to obtain additional information, but no response was received from the customer.